Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt has suffered symptoms including, but not limited to, discomfort, pain, swelling, stiffness and locking of the hip.